Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device. This event occurred during drain three of four while the home patient was connected. The home patient stated that they did not connect the supply line correctly and fluid leaked. The technical service representative (tsr) explained to home patient that therapy was started without home patient being connected and triggered this system error. The tsr assisted the home patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error in which there was a loose connection, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.